Event description:
The manufacturer was notified that a patient who was implanted with a biological heart valve (mitroflow, model unknown) on (B)(6) 2013, passed away due to acute cardiac arrest on (B)(6) 2016. It was reported that the injury/death was caused by the mitroflow valve.

Manufacturer narrative:
The manufacturer attempted to retrieve additional information on this event. However, considering that very limited information was provided on this event (patient, hospital, and device sn are unknown), the manufacturer was unable to further follow up on this event. Based on the available information, it is not possible to establish a root cause for the reported event. Should additional information be provided, the manufacturer will re-assess the event and provide a follow-up report.